Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The test strips reported by the customer expired on january 31, 2016. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter ¿developed a fault¿ over the two weeks prior to the medical event. She further reported the meter gave an erroneously low ketone result. Customer further reported that on an unspecified date/time, while meeting with her healthcare provider she performed a ketone test using her meter and received a ¿0.0 (mmol/l)¿ result. The hcp then performed a test using a hospital meter and received an unspecified ¿dangerously high¿ result. Customer noted she ¿didn¿t feel like (she) was having high ketones¿, except for ¿ketone breath¿. Customer was admitted to the hospital, diagnosed with ¿high ketones¿ and treated with ¿drips only¿ (assumed to be an intravenous infusion of insulin). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and no serial number was provided for the freestyle precision neo. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. DHR (device history review) for the ketone test strips was reviewed and the DHR showed the ketone test strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of january 31, 2016, retain testing could not be performed. The manufacturer of the freestyle precision neo meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the reported complaint and freestyle precision neo meter. No trips were observed. A tripped trend review was completed for the reported complaint and ketone test strips. Although trips were observed, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc blood glucose meter ¿developed a fault¿ over the two weeks prior to the medical event. She further reported the meter gave an erroneously low ketone result. Customer further reported that on an unspecified date/time, while meeting with her healthcare provider she performed a ketone test using her meter and received a ¿0.0 (mmol/l)¿ result. The hcp then performed a test using a hospital meter and received an unspecified ¿dangerously high¿ result. Customer noted she ¿didn¿t feel like (she) was having high ketones¿, except for ¿ketone breath¿. Customer was admitted to the hospital, diagnosed with ¿high ketones¿ and treated with ¿drips only¿ (assumed to be an intravenous infusion of insulin). There was no report of death or permanent injury associated with this event.